Event description:
It is reported that the pt is experiencing severe knee pain.

Manufacturer narrative:
Evaluation summary: review of the surgical report provided indicates that a computer navigation system was used to perform the surgery. No x-rays were received, so no check could be made of correct fit and orientation. Pt factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs. High impact) are unk. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of product, x-rays or further information. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications.